Event description:
It was reported that the cartridge was damaged at the canister, interrupting insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.